Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
A sales representative reported that during a procedure a locking screw had fractured fastening a plate to a patients mandible. There was no reported adverse consequences, surgical delay, or medical intervention reported for this event.

Manufacturer narrative:
The reported event could be confirmed. The investigation results show that the locking screw, cross-pin, 2.0xxmm broke as a result of too high torsional forces in forced rupture mode during the insertion. The chemical composition conforms to the specification - tial6v4 (ti grade 5). The fracture surface shows the typical flow structures of a ductile torsional breakage. The root cause of the failure could have been a too small diameter or a too low deepness of the pilot hole. Indications for material or manufacturing related problems were not found in this investigation. Therefore no preventive and/or corrective actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
A sales representative reported that during a procedure a locking screw had fractured fastening a plate to a patients mandible. There was no reported adverse consequences, surgical delay, or medical intervention reported for this event.